Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which can be passed on through various routes of transmission. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's pre-existing history of smoking and diabetes and related comorbidities. There are possible patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle who are under the direct supervision of a licensed practitioner or by personnel trained in its' use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Sepsis and infection are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient began experiencing "deep" lower back pain over the course of four weeks.  This event was initially consider to be musculoskeletal in nature until a computerized tomography (CT) scan on (B)(6) 2016 was suggestive for probable discitis.  He presented to hospital on (B)(6) 2016 where a repeat CT confirmed discitis of l5-s1 with osteomyelitis of s1.  Blood cultures were positive for staphylococcus epidermis. Antibiotics were started and the patient admitted.  The patient has been given a miller back brace to use when standing and walking and a gallium bone scan and bone biopsy are planned.  As of the date of this report, the source of the patient's infection has not been confirmed and the event was ongoing.  The primary investigator reported that the event was possibly related to the patient's condition, to the hvad system and to the hvad procedure.

Event description:
It was further reported that bacteremia was confirmed. After re-hospitalization and medication, infection was resolved on (B)(6) 2016. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.